Event description:
The device was being used during a scheduled cardioversion procedure. Reportedly, while the defibrillator was charging to 200 joules, the device stopped in mid-charge. The operator tried to charge the defibrillator again, but the failure recurred. Another device was immediately obtained and used to successfully cardiovert the pt rhythm.